Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# v828949, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had lack of therapeutic benefit and some report of shocking sensation. They had the lead and implant removed. The patient reported a lack of symptom control from the lead. The issue was reported to be resolved at the time of the report and the patient had no injury. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot# v828949, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep). Cause of the shocking is unknown and the suspected cause of the lack of therapeutic benefit was lead placement, but it was unable to be determined. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no significant anomalies and final functional testing. It was determined there was good, stable output on all electrode pairs. It was also reported there was acceptable telemetry. Due to the nature of the complaint, the ins was put through a long-term monitor test and functioned without issues throughout the 48 hour testing at body temperature. Analysis of the lead model 3889-33 lot # v828949 showed no significant anomalies. Analysis identified a short between all circuits in the body of the lead consistent with explant damage. Conductors were stretched and the coils were crushed 6.8 and 7.5 cm from the distal end. The outer insulation was intact. Electrical testing determined the continuity was complete/acceptable. If information is provided in the future, a supplemental report will be issued.